Event description:
It was reported that during a procedure the core universal driver stopped working, which caused a 45 minute delay to the procedure. It was reported that the patient was under general anesthesia and required additional in order to wait for the device to get to the operating room. The procedure was completed successfully utilizing back-up equipment. No medical intervention was reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during a procedure the core universal driver stopped working, which caused a 45 minute delay to the procedure. The procedure was completed successfully utilizing back-up equipment. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Additional information received indicating that the patient received additional anesthesia. A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during a procedure the core universal driver stopped working, which caused a 45 minute delay to the procedure. It was reported that the patient was under general anesthesia and required additional in order to wait for the device to get to the operating room. The procedure was completed successfully utilizing back-up equipment. No medical intervention was reported with this event.

Manufacturer narrative:
The device was found to have widespread internal corrosion.